Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the spot microscissors found that the upper shaft of the device was broken on the proximal end of the shaft. This will affect the intended use of the device. Fractured surface of the device reveals a rough surface. This indicates a single, sharp, heavy load being placed on the upper shaft. A manufacturing related potential cause was not suspected nor identified, therefore, no manufacturing record evaluation is required. The root cause of the spot microscissors breaking cannot be determined from the sample and the information provided. A probable root cause is static overload failure due to a single, sudden, unexpectedly high force placed on the upper shaft. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the spot microscissors was cracked. The product has been quarantined and is available and is being returned. There was no patient involvement. This complaint involves one (1) device.